Event description:
A patient reported experiencing hypoglycemia while using a one touch meter. Patient is reportedly mentally challenged. Patient has been using the ot meter for 4 years. On the event date, patient experienced incoherence. Paramedics were called and found patient's blood glucose 50mg/dl on their hand held meter. Patient was transferred to hospital where patient was treated for hypoglycemia. No further information reported.